Event description:
Unomedical reference number (B)(4) event occurred in the united states, on (B)(6) 2024, the patient experienced "pulmonary embolism" while using the device. No further information available.